Event description:
It was reported that ipg did not last 24 hours between recharges. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.